Manufacturer narrative:
After further review of the additional information received the following sections g3,g6, h2,h3 and h6 have been updated accordingly. A .035 9.0x29 135 and a .035 9.0x25 135 palmaz genesis peripheral stent delivery system (sds) (on a .035" x 135cm opta pro) were used in the same operation; and when the palmaz genesis stents passed through the 8f long sheath (unknown), it did not come out of the long sheath, and the stents were unloaded in the sheath. There was severe stenosis of the cephalic arm stem. The was severe calcification, and moderate tortuosity. There was ninety percent stenosis. There was no reported patient injury. The products were stored, handled and prepped per the instruction for use (IFU). There were no damages noticed to the devices prior to opening the package. There was no difficulty removing the devices from the sterile packaging. There were no kinks or other damages noted prior or after to inserting the products into the patient. The other devices used with the product did not kink or bend at any time. There was no part of the devices that were kinked. There was nothing unusual noted about the stent delivery systems prior to use. There was no unusual force used at any time during the procedure. An attempt was made to recapture the stent. The device was not used for a chronic total occlusion. An unknown expansion bracket through the original 8f long sheath was used to complete the procedure. The patient is in normal condition. A non-sterile genesis .035 9.0x25 135cm sds was received coiled inside of a clear plastic bag, along with another product. Per visual analysis the balloon was received deflated. The stent had been deployed, and it was not returned for analysis. Struts marks were observed at the surface of the balloon where the stent was originally crimped. No other remarkable details were observed. Per microscopic analysis stent struts marks were observed on the balloon surface. This indicates that the device complied with the stent crimp process. Per functional analysis a balloon inflation test was done applying positive pressure using an inflator/deflator device with the purpose of reach the rate burst pressure. The balloon got inflated as expected. A product history record (phr) review of lot 82178820 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent ~ dislodged - within guiding catheter/sheath¿ was not confirmed through analysis of the returned device as the concomitant sheath was not provided for analysis, nor were procedural images provided for review. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural or handling factors may have contributed to the event. The stent struts marks observed on the balloon surface indicate that the device complied with the stent crimp process. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time. This is one of two devices involved in the reported event. The reporting reference number of the related device is 9616099-2021-04609

Manufacturer narrative:
The device has been returned for evaluation, but the manufacture report is not yet available. A review of the device history record (DHR) associated with lot 82178820 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be sent in upon 30 days after receipt. This is one of two devices involved in the reported event. The reporting reference number of the related device is 9616099-2021-04609.

Manufacturer narrative:
A review of the device history record (DHR) associated with lot 82178820 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be sent in upon 30 days after receipt. This is one of two devices involved in the reported event. The reporting reference number of the related device is 9616099-2021-04609.

Event description:
As reported, a .035 9.0x29 135 and a .035 9.0x25 135 palmaz genesis peripheral stent delivery system (sds) (on a .035" x 135cm opta pro) were used in the same operation; and when the palmaz genesis stents passed through the 8f long sheath (unknown), it did not come out of the long sheath, and the stents were unloaded in the sheath. There was no reported patient injury. The products were stored, handled and prepped per the instruction for use (IFU). There were no damages noticed to the devices prior to opening the package. There was no difficulty removing the devices from the sterile packaging. There were no kinks or other damages noted prior or after to inserting the products into the patient. The other devices used with the product did not kink or bend at any time. There was no part of the devices that were kinked. There was nothing unusual noted about the stent delivery systems prior to use. There was no unusual force used at any time during the procedure. An attempt was made to recapture the stent. There was severe stenosis of the cephalic arm stem. The was severe calcification, and moderate tortuosity. There was ninety percent stenosis. The device was not used for a chronic total occlusion. An unknown expansion bracket through the original 8f long sheath was used to complete the procedure. The patient is in normal condition. The devices are expected to be returned for analysis.